Event description:
The tourniquet cuff showed signs of leaking while being used. The device was replaced with another tourniquet cuff and no patient injury was reported.

Manufacturer narrative:
The returned device was visually inspected and found to have separation at both of the two tube-to-port junctions. Function testing was performed, and the device failed inflation testing.